Manufacturer narrative:
The device was explanted due to patient death. Upon receipt it was found to be in backup vvi mode. Review of the device image showed that the device had a power-on reset (por) which occurred during high voltage therapy delivery. The device¿s sensing, pacing, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and no anomaly was found. The cause of backup vvi could not be determined.

Event description:
It was reported that a patient had expired upon arrival to the hospital due to unknown causes. Further information was requested, but not received.